Event description:
It was reported that the patient had an acute depressive with a suicide attempt with an intake of all available pain killers that were in their home. This resulted in a visit to the emergency room and a hospital stay of one day. The patient also had an orthopedic consult and a psychiatric assessment ((B)(6) 2011). It was determined that the event occurred after reprogramming of the distal contacts of their implantable neurostimulator (ins). The patient was then programmed back to their previous settings (stimulation to the most proximal contacts). The patient outcome was reported as resolve without sequelae.

Manufacturer narrative:
Product ID 3389-28, lot # 0204413926, implanted: (B)(6) 2010, product type lead. Suicide attempt/ideation.

Manufacturer narrative:
Product ID: 3389-28, lot# 0204413926, implanted: (B)(6) 2010, product type: lead. Updated coding due to recent FDA coding changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Additional interventions included epileptologist visit. No further complications are anticipated. Patient medical history included discus prolaps l5/s1 left which was ongoing.